Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an implant was done. The apical cuff was attached to the apex with 12 plegetted sutures. The primed pump was passed. The purple locking mechanism was expended and the pump was inserted and the lock was engaged without issue. The surgeon was not satisfied with the pump position once the heart and pump were placed into the chest. The heart and pump were elevated and the surgeon was verbally instructed how to use the unlock tool several times. During the attempt to unlock the pump, it was attempted to "lever" the lock open instead of turning the unlock tool. The lock popped open and the pump was repositioned. When it was attempted to reengage the pump lock in the apical cuff it could not fully get engaged and the yellow indicator line did not disappear. The pump was removed and upon inspection the center portion of the locking mechanism was misaligned. The surgeon attempted to realign with a surgical instrument and while the lock was able to engage, the lock could easily be opened by hand. The pump was tested on a second free-standing apical cuff and the same situation occurred. The decision was made to open a new heartmate 3. It was primed, passed to the field, engaged and fully locked into the apical cuff without issue. The remainder of the implant was uneventful.

Manufacturer narrative:
Manufacturer's investigation findings: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock that would have contributed to the report that the locking mechanism would not re-engage after the device was temporarily removed. The pump was returned assembled with the cuff lock disengaged. Visual examination of the cuff lock revealed that the cuff lock latch arm was bent up and toward the cuff lock cover. Evidence of tool markings were also present on each side of the latch arm. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Measurements were taken of the cuff lock and both the locking arms were within specification. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch and cuff lock arms, found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled and a test apical cuff was connected. The cuff lock engaged easily despite the locking pin of the cuff lock not aligning with the slot of the cuff lock cover. The bent cuff lock latch arm, causing the locking mechanisms of the cuff lock and cuff lock cover to be misaligned, would have contributed to the report of the cuff lock being opened easily by hand after engagement. The evaluation was unable to determine exactly when or how the cuff lock latch arm became bent; however, it was reported that the pump had initially been connected to the apical cuff, but subsequently needed to be disconnected with the unlock tool for repositioning. It was reported that during the surgeon¿s attempt to unlock the pump, the surgeon tried to ¿lever¿ the lock open, instead of turning the unlocking tool. The lock popped open, and the pump was repositioned. When the surgeon attempted to re-engage the lock, the surgeon was unable to fully engage the lock and the yellow indicator was still visible. The surgeon attempted to realign the locking mechanism with a surgical instrument, and while the lock then was able to engage, the lock could easily be opened by hand. The pump was then tested on a second free-standing apical cuff, and the same situation occurred. The successful first connection of the pump, marks on each side of the latch arm, deformation of the latch arm, and the report of the surgeon attempting to ¿lever¿ the lock open, appear consistent with the latch arm being pried up and deformed during the time the pump was detached from the apical cuff. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03may2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU rev. A also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.